Event description:
It was reported that the automatic lead safety switch was triggered and the device switched from bipolar to unipolar due to right ventricular (rv) lead pace impedance measurements being high and out of range. There was a gradual rise in the pace impedance measurements since a device changeout in (B)(6) 2025. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The unable to exclude device problem investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observations were caused by the device as there was no return.

Event description:
It was reported that the automatic lead safety switch was triggered and the device switched from bipolar to unipolar due to right ventricular (rv) lead pace impedance measurements being high and out of range. There was a gradual rise in the pace impedance measurements since a device changeout in (B)(6) 2025. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that the automatic lead safety switch was triggered and the device switched from bipolar to unipolar due to right ventricular (rv) lead pace impedance measurements being high and out of range. There was a gradual rise in the pace impedance measurements since a device changeout in (B)(6) 2025. No adverse patient effects were reported. The device remains implanted.